Event description:
It was reported that the micro reciprocating saw overheated during testing at the user facility. There was no patient involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Corrosion damage was discovered within internal components of the device.